Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a fill estimate discrepancy of over (B)(4) units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge.